Event description:
It was reported that the ilet pump¿s display screen was cracked with visible lines and the pump was not functioning, and a replacement device was sent. Symptoms included no clinical symptoms reported. Outcomes included no clinical impact reported. Investigation included a review of device history records, a review of complaint history, and an assessment of available information. Investigation of this case revealed damage to the user interface display consistent with physical damage. It was concluded that the event was due to user-induced physical damage, not a manufacturing or design issue.